Event description:
It was reported that the patient passed away. No additional information was provided. Additional information was received that the physician was notified of the patients passing by the patients family. The physicians office does not know the cause of death, but stated the passing was not device related.

Event description:
It was reported that the patient passed away. No additional information was provided.